Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the cause of the reported failure mode was confirmed as manufacturing-related.

Event description:
During device preparation of an external pacemaker implant procedure when flushing the sheath from the external port with saline, the extension port was detached from the hub of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required as it was noted prior to inserting into a patient.